Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 33.3 mmol/l, 26.3 mmol/l. The customer treated with the insulin pump. The customer reported that they had received the no delivery alarm. Troubleshooting was done for high blood glucose and under delivery and also for no delivery alarm. The issue was resolved by changing complete set change. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.